Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the down arrow button has become unresponsive over the last few weeks. It was reported there is no water exposure and the keypad is intact.